Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep). It was reported the patient's pump motor stalled and did not recover the patient elected to have the pump shut off and also elected not to have the pump removed or replaced. It was the rep's understanding that the pump remained implanted and would not be removed or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep). The rep reported they heard the patient and physician had planned on explanting the device and not replacing the device for she no longer required the therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated when the pump was interrogated on (B)(6) 2020, the report log showed the pump stall occurred on (B)(6) 2020. The patient began feeling symptomatic with flu-like symptoms on (B)(6) 2020. It was noted the patient finally reported to her doctor on (B)(6) 2020 when the rep met with the patient for the first time. It was also reported the pump had dilaudid and bupivacaine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient who with an implantable pump for non-malignant pain. As reported, it remains unclear if the pump administered dilaudid or baclofen and/or both; the drug concentration of dilaudid was indicated as having been 20 mg/ml. No further information regarding pump medications were known/provided. It was indicated that the patient had reported that on wednesday, (B)(6) 2020, that she began hearing the critical alarm beep on her pump. The patient also began feeling like she had the flu. The patient had diarrhea, nausea, and vomiting. The patient went to the physician's office on (B)(6) 2020. The physician¿s office had called the company representative to interrogate the pump. On interrogation of the pump settings on (B)(6) 2020, it was found that a motor stall occurred on (B)(6) 2020 and the motor stall had not recovered. It was indicated that there were no reported environmental/external/patient factors that may have led or contributed to the issue. The physician was notified, and they were to schedule for pump replacement. The pump was programmed to off state. The pump remained implanted and out of service. Surgical intervention was planned but not yet scheduled. The issue was not resolved as (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020 (date of the report). Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.